Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had poor air/ water supply. The issue was found during inspection for use for a diagnostic procedure, which was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was found with foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the soft tube collapsed with the insertion part pinched and deformed, confirming the issue of poor air/ water supply. Foreign matter was found within the nozzle of the device, also affecting the air/ water supply, due to insufficient cleaning and handling problems. Additionally, the angle wires were stretched, a crack of adhesive on the bending section cover, the bending section cover had irregularities, deterioration, and damage of the adhesive, the insertion tube was deteriorated due to the handling methods, the resin was cracked due to chemical stress applied during the handling processes, the resin area was detached due to humidity and deteriorated from the handling methods, the universal cord has surface defects, damage, and deformation due to physical stress caused by handling, the objective lens was cracked due to dropping and knocking the device into a hard surface or object, the universal cord distal end was cracked and chipped at the adhesive on the insertion section, the universal cord distal end had a crack of the resin part due to impact such as dropping of the molded part due to physical/chemical stress caused by handling and damage of the universal cord due to physical stress caused by handling, and a decrease of the output of light due to the light guide was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.